Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm. Customer did self test and auto shield came turned off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly.